Event description:
It was reported by service report that the scale was inaccurate. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: the lift motors were traveling too far downward and lost their lower limits. This caused the bed to be resting on the frame which made the scale display inaccurate.